Event description:
The customer reported obtaining low glu (cartridge glucose) results for one (1) patient involving the unicel dxc 800 synchron system. The customer stated that other suppressed results were obtained but did not provide details of the suppressed results. The customer declined to provide any patient results or information for the event. The customer communicated that an initial glu result of 11 mg/dl was obtained for the one patient and a "normal" result was obtained upon repeat. The customer stated that no incorrect results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Calibration results from (B)(4) 2013 passed within specifications. The customer reported that quality control (qc) results had been out of specifications for cartridge chemistries, specifically for glucose and transferrin.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the reagent syringe was loose. The fse proceeded to replace the syringe and t-valve to resolve the issue. Failure mode is attributed to the reagent syringe and t-valve. (B)(4).